Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#: k130470.

Event description:
It was reported while testing with bd max¿ system, bd max¿ instrument false positive results were obtained. Confirmatory testing was performed using alinity and genxpert tests. There was no indication that results were reported out, and there was no report of patient impact. The following information was provided by the initial reporter: the rate of false positives, from 18th to 26th january, is roughly 17% (9 out of 53 tests performed). Those results were confirmed using alinity (abbott) and genxpert (cepheid). Bdmax customers is complaining of a increased number of false positives for rsv target. They are using the reference number (B)(4) (certest ¿ sars-cov2/flu/rsv assay). The instrument serial number is (B)(4).

Manufacturer narrative:
H6: investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had an "false positive" error. Customer reported that they have been receiving an increase rate of false positive for rsv. Field service was dispatched. Field service verified normalization, check the power supply, and corrected the pcr script. Field service replaced pumps and tubing, performed drawer and cal-rack, increase drawer height by 50 steps and performed reader normalization. Field service performed a successful qualification run. Instrument was returned to the customer functional. Review of device history record for instrument serial number, (B)(6). Is not required because this complaint does not allege an early life failure or a failure at install. Device was installed on (B)(6) 2011, and since then other service activities have occurred, such as preventative maintenance and repair, which have changed the configuration of the instrument since release from manufacturing. Service history review was performed for the instrument (B)(6). And no additional work order was observed for the complaint failure mode reported. No samples were returned for investigation, therefore returned sample analysis was not performed. Complaint is confirmed by field service during dispatch. Review of risk management files confirms there are no new, modified, or additional risks associated with this failure mode. Bd quality will continue to monitor trends associated with this failure mode.

Event description:
It was reported while testing with bd max¿ system, bd max¿ instrument false positive results were obtained. Confirmatory testing was performed using alinity and genxpert tests. There was no indication that results were reported out, and there was no report of patient impact. The following information was provided by the initial reporter: the rate of false positives, from (B)(6), is roughly 17% (9 out of 53 tests performed). Those results were confirmed using alinity (abbott) and genxpert (cepheid). Bdmax customers is complaining of a increased number of false positives for rsv target. They are using the reference number 444217 (certest ¿ sars-cov2/flu/rsv assay). The instrument serial number is (B)(6).